Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The hospital found that batteries were faulty and needed to be replaced. After the hospital installed new batteries by themselves, the device was working. The battery issue could be the most possible cause to the failed pre-use check. The replaced batteries were not returned to us for further investigation. Since the batteries were not returned for investigation the cause of faulty batteries cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).